Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the created tracts were showing in stealthviz did not look the same when imported into the navigation software. They attempted to decrease the tract width but it still displayed different in the 2d views. No patient was present at the time of the event.